Event description:
A nurse called for assistance checking the results as displayed in the device. After phone troubleshooting, it was discovered that the device's display was not displaying the results properly. The device was replaced and the defective one returned for investigation.